Manufacturer narrative:
The device was not returned to olympus for inspection, the investigation will be performed based on the provided information by the customer and field service. The following reportable malfunctions were identified during the device evaluation: insufficient flow, lack of water supply to the mud pump and faulty pump head. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the cause was traced to component malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited insufficient flow, lack of water supply to the mud pump and the pump head is faulty. There was no patient involvement.